Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04103, 1627487-2023-04105, 1627487-2023-04106, 1627487-2023-04107, 1627487-2023-04108, 1627487-2023-04109 it was reported that patient experienced an infection all along the path of both the generator and the leads. It was noted that there was pus present, and patient was prescribed oral antibiotics. Surgical intervention was undertaken wherein the system was explanted. Patient is better now and stable.